Event description:
It was reported that during a robotic laparoscopic gastric bypass procedure, the device fired the first time with a white load and the device fired fine. The device was reloaded with another white cartridge. After inserting the device through the trocar, the device would not open. The device was removed from the patient and still would not open. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with white cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. A batch record review was performed and no anomalies were found during the manufacturing process.